Event description:
Customer called and stated that he had changed his batteries, but was still getting low results. He stated that he was getting blood glucose results in the 40's, but did not have any symptoms. Customer service offered to troubleshoot. The check strip test result showed the meter was reading in mmol/l. The customer was interpreting the mmol/l reading as a low reading. Customer service helped the customer switch the meter back to mg/dl. The meter was coded correctly. The check strip result of 104mg/dl was within range (95-115). Control test results of 86 and 85mg/dl were within range also (73-106). Customer service offered a trade up and will send a contour meter.